Event description:
It was reported that during a monarch-assisted bronchoscopy procedure the patient experienced a pneumothorax. The location of the target and pneumothorax was left upper lobe. In addition to the pneumothorax, the patient suffered an allergic reaction to anesthetic. A chest tube was placed to treat the pneumothorax. The chest tube was removed, and patient was discharged on (B)(6) 2021.

Manufacturer narrative:
The device was not returned for evaluation. There was no allegation of device failure. The risk of pneumothorax is documented in (B)(4), rev e, monarch bronch risk management report. Based on the information available for this event, the root cause is related to a known inherent risk of the device and procedure as documented in the device labeling.